Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "does not recognize a closed door" caused by a failed lower link switch. The lower auxiliary assembly, which contains the failed link switch, was replaced.